Manufacturer narrative:
Additional information was received on december 24, 2019 on the event. The patient was male. Patient condition improved. The physician commented there were no issues with the biosense webster, inc. Products. No error messages were observed on any biosense webster, inc. Equipment. Therefore, a3. Sex was populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30226991m number, and no internal actions related to the complaint was found during the review. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After right pulmonary vein (rpv) isolation, when the left pulmonary vien (lpv) was started, the patient¿s blood pressure began to drop. Cardiac tamponade was confirmed, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The procedure could be completed since the patient was reported in stable condition. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 9/24/2019. Therefore, populated d10. Device available for evaluation?, d10. Is device returned to manufacturer? And d10. Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After right pulmonary vein (rpv) isolation, when the left pulmonary vien (lpv) was started, the patient¿s blood pressure began to drop. Cardiac tamponade was confirmed, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The procedure could be completed since the patient was reported in stable condition. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test was performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).